Event description:
It was reported that damage occurred to the tandem mobi charging pad, and the charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary charging pad.